Manufacturer narrative:
Document review: versafitcup cc highcross pe liner; ref 01.26.3244hct/lot #: 141707 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. Ceramic femoral head not marketed in the USA: (B)(4) head bought and all implanted. From the data collected, there are no evidences that the infection is device related.

Event description:
Ref imp #: (B)(4).